Event description:
As reported, during pre-use test of this fogarty embolectomy catheter, the balloon ruptured. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location.patient demographics unable to be obtained.

Manufacturer narrative:
The device was received for evaluation. The report of "balloon ruptured" was confirmed. The balloon was found to be ruptured at central area and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body, windings and returned syringe the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.